Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-64554.

Event description:
Reported the customer's serter was pulling the sensor off their skin. The customer also reported the needle hub of the serter would not release. The customer's blood glucose was 463 mg/dl at the time of the call. Customer stated they had treated with a bolus delivery. It was also found the customer was experiencing high blood glucose because they were sick. The customer's sensor will be replaced. No additional information provided.